Event description:
Healthcare professional (hcp) reports one incident of a pt reaction with the psn 210 membrane, noted at the start of the pt's treatment. The pt complained of itching. No respiratory distress noted. The pt was given 25mg IV benadryl and the treatment was discontinued. Blood was not returned to the pt, with an estimated blood loss of 200cc. Treatment was resumed and completed with new disposables. Hcp stated the pt's itching greatly improved. The pt was swtiched to an alternate membrane for subsequent treatments, without any further symptoms reported.